Event description:
It was reported that the customer had air bubbles in their reservoir. Customer's blood glucose level over 300mg/dl. Customer treated with manual injection. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.